Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 800cc mentor cpx 4 breast tissue expander with suture tabs, catalog #3549216, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an 800cc mentor cpx 4 breast tissue expander with suture tabs and experienced deflation post procedure. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 3/23/2018. The account information was obtained. (B)(4).